Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not emit magnet tones and was unable to be interrogated. ------------------------------------------------------------------------